Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system displayed noise on the rate-sense and shocking channels resulting in non-sustained episodes. No inappropriate therapy has been delivered as a result of the noise. However, inhbition of pacing was observed with this pacemaker dependent patient. The physician was unable to recreated noise with isometrics or pocket manipulation. Shock and pacing impedances have remained stable. An x-ray of the implant site revealed an insulation breach on the shocking lead. The x-rays were forwarded to guidant's engineering team for further evaluation. It was concluded that the area believed to be an insulation breech was the support coil on the lead's terminal pin.